Event description:
Caller reported a cgm error 42, which was related to their sensor session. There was no reported adverse impact to the customer's blood glucose level after the pump reset was performed. Technical support guided the caller through a complete pump reset, resolving the issue, and the caller successfully restarted their sensor session.